Event description:
The pack was contaminated. We were getting ready for case and the pack was verified, opened up prior to the case and in the irrigation bucket there was particles. This irrigation bucket was taken to quality and another pack was opened up prior the patient getting in the room. Pictures x2 attached irrigation bucket and packing list saved-deroyal rep picked up to send back to deroyal.